Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump shut down while running on battery power. The pump alarmed multiple times relating to helium loss. The pump was swapped at the destination. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of helium loss alarms is not able to be confirmed. The reported issue was not able to be replicated and the pump passed functional checkout by the field service engineer. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump shut down while running on battery power. The pump alarmed multiple times relating to helium loss. The pump was swapped at the destination. There was no report of patient complications, serious injury or death.